Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 281 mg/dl. They treated with manual injection. They could not clear the alarm. Customer reported that they received also received a pump error alarm indicating a broken force sensor was detected during seating or regular delivery. The customer declined troubleshoot pump error indicating a broken force sensor was detected during seating or regular delivery. The customer was advised to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book error) and a broken force sensor was detected during seating or regular delivery error alarm found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.